Manufacturer narrative:
Referenced gastrointestinal bleed was addressed in medwatch report #2916596-2018-05250. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 61 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient presented symptoms of gastrointestinal bleed (gib) such as shortness of breath (sob), dark stools, abdominal pain on (B)(6) 2016. Patient had a history of gib and arteriovenous malformations (avm). Patient's hemoglobin dropped to 6.3 g/dl and patient was transfused with 3 and 2 units of packed red blood cells (prbcs) on (B)(6) 2016 and (B)(6) 2016 respectively. On (B)(6) 2016, hemoglobin improved (8.8 g/dl). On (B)(6) 2016, esophagogastroduodenoscopy (egd) was performed and very vascular hyperemic stomach with 1 avm with blood cauterized. Erbe was used on some of the more vascular areas of the stomach. Enteroscopy greater than one 100 cm beyond pyloris without any anomalies was observed. Hemoglobin was stable on (B)(6) 2016. No further information was provided.

Event description:
Corrected information: it was reported and inadvertently left out of the initial medwatch report that inotropes had been initiated.

Manufacturer narrative:
Investigation summary this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.